Manufacturer narrative:
(B)(4). This file was opened as part of a system level review into potential concomitant products in use at the time of the event.

Event description:
A peritoneal dialysis (pd) patient called technical services because he experienced pain during his fill. Follow-up with the pd nurse confirmed the patient was hospitalized from (B)(6) 2016 due to peritonitis. The patient was treated with ceftazidime and completed antibiotics on (B)(6) 2016 and the event has resolved. Medical records were requested.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.the system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.